Event description:
When the cannulas were removed, fibrin was noted in the cannula.======================manufacturer response for venous cannula, medtronic dlp single stage venous cannula (per site reporter).======================this same event was previously reported in 2013. The issue at that time was due to manufacturing techniques which were modified. No other incidents were reported in 2014.